Manufacturer narrative:
The field service engineer (fse) went to the customer site on 30may2023 and found the device touch screen was out of service. The fse installed a new touchscreen to resolve the issue. Multiple good faith efforts (gfe) were attempted to obtain information about the device use at the time of the event. No response or further information was received from the customer regarding if the device was in use or out of use at the time of the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working. It is unknown if the device was in use at the time of the reported problem. No patient harm was reported. The customer informed the remote service engineer (rse) that the touchscreen was not working at all. The customer could not navigate using the touchscreen. The rse planned for the shipment of a replacement touchscreen to the hospital's biomedical department. The resolution of the touchscreen issue is pending completion of onsite service by a philips field service engineer (fse). This investigation is ongoing.